Event description:
The facility representative reported a colleague infusion pump with a 36 error code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of error code 36 was not confirmed during service evaluation. Upon review of the event history log, the quality engineer confirmed the reported condition. However, the assignable cause was not identified. There were no repairs performed for the reported condition. Additional information: should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.